Event description:
It was reported that the zimmer meshgraft ii was not cutting the skin. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And (B)(4) customers were sent an urgent pt safety advisory informing them of the need or proper care and preventive maintenance of their zimmer meshgraft ii. Customers are informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instruction for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 5/18/1987, and no repair history at zimmer surgical. Eval of the device observed that the side plates were an older style component. It was also observed that the roller, cutter, side plate screw and handle were damaged. Prior to repair, the device was outside calibration specification on the left and right. The device produced an unacceptable test mesh. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.